Event description:
Information received from the field does not address the patient's clinical status but notes that at a routine follow-up, the device exhibited dashes (---) for numerous parameters. Reprogramming and return to standard did not resolve the anomaly. A high current drain of 93ua and a high cell impedance of 3k ohms were noted on the measured data printout.